Manufacturer narrative:
Date of event-used the first date of the month of aware date as no information was provided.

Event description:
It was reported that a dissection occurred. The judo guidewire was selected for use. During the procedure, the device went subintimal. No further complications were reported.